Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Manufacture dates: monitor: 6/14/2013, belt: 5/12/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was in a rehab center at the time of passing. It was reported that the rehab staff attempted CPR on the patient. Review of the patient's download data revealed that the patient had received two inappropriate treatments from the lifevest prior to passing. Prior to the lifevest treatments, the patient received two non-lifevest treatments. At 1:34:37 pm, the patient received the first non-lifevest treatment. The patient's rhythm at the time of the non-lifevest treatment was sinus rhythm at 85 bpm and the post-shock rhythm was sinus rhythm at 90 bpm. At 5:50:40 pm, the patient received the second non-lifevest treatment. The rhythm at the time of the non-lifevest treatment was sinus tachycardia at 100 bpm and the post-shock rhythm was sinus rhythm at 95 bpm. From 10:41:32 pm to 10:42:35 pm, asystole was detected by the lifevest. The patient's rhythm was bradycardia at 30 bpm degrading to asystole. CPR artifact is seen on the patient's ECG at 10:55:13 pm. The patient received the first lifevest treatment at 10:55:51 pm. The patient's ECG at the time of the treatment was obscured by CPR artifact and the post-shock rhythm was idioventricular rhythm at 55 bpm with CPR artifact. At 10:56:19 pm, the patient received the second lifevest treatment. The patient's rhythm at the time of the treatment and the post-shock rhythm was obscured by CPR artifact. Multiple counting and CPR artifact contributed to the false detection. At 10:56:32, a non-treatable rhythm was declared by the lifevest. At 11:02:59 pm, an arrhythmia was declared, the patient's ECG was idioventricular rhythm at 40 bpm with CPR artifact. The patient remained in an idioventricular rhythm from 40 bpm degrading to 20 bpm from 11:02:59 pm until the electrode belt was disconnected at 11:16:29 pm. The monitor was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to a patient's death.